Event description:
Dexcom g7 extremely high failure rate and false reading information. Transmitter not communicating with iphone, repeatedly daily I have to stay within 20 feet of receiver when I am actually less than 18 inches. The last 3 transmitters have failed before the 10 days. I have called repeatedly to dexcom and they have replaced the g7 every time, but something is wrong with new device. Reference reports: mw5156882, mw5156883.